Manufacturer narrative:
A review of the manufacturing records confirms that the device was manufactured to specification and that no non-conformities were identified. The investigation is ongoing, a supplemental report will be provided when further information becomes available. Please note that the custom distal femur replacement implant is similar to the emts modular distal femur implant k121029.

Event description:
A report was received from a surgeon stated that the custom distal femur replacement implant he received was too small to provide an non-cemented fit as intended and as a result the surgeon was required to cement the stem for fixation.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Common device name was corrected from "prosthesis, knee, femerotibial, cons" to "limb salvage system". Date implanted was corrected from (B)(6) 2014.

Event description:
A report was received from a surgeon which stated that the custom distal femur replacement implant he received was too small to provide an non-cemented fit as intended and as a result the surgeon was required to cement the stem for fixation. This is a supplemental report to 3004105610-2015-00016 ((B)(4)).